Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0228079885 and data files were returned and analyzed. The log files and video files were analyzed. The data files returned from the field did not show abnormal noise on the catheter signals. During external visual inspection, the catheter was found to have a small separation between the deflectable tip and the catheter shaft (light gray vs dark gray). The catheter was functionally tested with the returned catheter extension cable on test capital equipment. Testing for radiofrequency (rf) and pulse field (pf) ablation did not show any errors. The temperatures appeared normal, but electrocardiogram (ECG) sensing showed some minor noise. The catheter was submerged halfway into the saline bath and tested for rf ablation; no temperature spikes or alarms/errors were observed; however the ECG noise was still present. The extension cable was switched for a new one and the issue was not resolved. The cirris tester was used to run the shorts and mapping tests and the device had passing results. A breakout fixture was used but no shorts to the braid were identified. In conclusion, the reported "ECG/egm (electrogram) noise" issue was not able to be confirmed through log files and video files analysis. The reported clinical adverse event "ventricular fibrillation" was not assessed through data or product analysis. The reported "noise and damaged shaft" issue was confirmed through data analysis and during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, excessive electrocardiogram (ECG)/electrogram (egm) noise occurred during radiofrequency (rf) ablation in the right ventricle while in close proximity to a defibrillation lead coil that was part of an implantable cardiovert ER-defibrillator (ICD). It was noted that the patient was in ventricular tachycardia cl 380ms (induced per protocol) when rf ablation delivery started and no egm or ECG were visible on the system, or on the electrophysiology (ep) recording system. When the rf ablation was stopped, quick desaturation of egm and ECG occurred (visible again without noise), and the rhythm of the patient was in ventricular fibrillation. The ventricular fibrillation was cardioverted (direct current (dc) shock) with an external device. The catheter was retracted from the patient and when the tip was visually inspected no visible damage was observed. At the beginning of second rf ablation, an rf generator error occurred indicating an "rf delivery error." Additional rf ablation was delivered without excessive egm noise, however there was still ECG noise. After the procedure the catheter was inspected and showed a damaged shaft where there was a visible gap between dark grey and light gray part of shaft. The procedure was completed. No further patient complications have been reported as a result of this event.